Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results on a cobas pro c 503 analytical unit. The initial result was reported outside of the laboratory. The physician questioned the results and the sample was repeated. The initial crep result was 107 umol/l. The repeat result was 15.7 umol/l. The second repeat result on another c503 analyzer was 14.8 umol/l. It is unknown which result was deemed correct. The reagent lot is 64318001 and the expiration date is 28-feb-2023.

Manufacturer narrative:
The field service engineer (fse) found that a cell overflow was detected, the wash station probe was dirty, and the height of the rinsing cells were incorrect. The probe was checked, cleaned, and replaced and the rinsing cells were adjusted. The alarm trace showed foam, clot, and abnormal aspiration errors on the day of the event. As calibration and qc were acceptable, a general reagent problem can be ruled out. The service actions performed by the fse resolved the issue.